Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discrepant low ca results is due to maintenance and mechanical problems . A siemens field service engineer was dispatched to the site, did maintenance and troubleshooting, and replaced various part. This corrected the problem. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Customer complained of discrepant low calcium (ca) results on patient samples. Patient results were reported to physicians. Physicians questioned the results and ordered additional tests, i.e. Ionized calcium, inorganic phosphorus. Samples were sent to a reference lab and higher results were obtained. Higher results were also obtained on the original analyzer following re-calibration. Physician treated one patient with a low calicium (8.1 mg/dl). It is unknown what the treatment was. There was no report of adverse health consequences as a result of the discrepant low ca results or treatment.